Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Section a3a- patient gender represents the majority of the patients in the robotic group. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): radilla, l. A. A., yang, q., lovell, d. Y., koythong, t., thigpen, b., chabolla, l. E. D., wang, q., & guan, x. (2025). Fluorescence-guided ureteral identification in robotic surgery for advanced endometriosis: a comparison of junior versus senior surgeons. Scientific reports, 15(1), 19933. Https://doi.org/10.1038/s41598-025-05082-1.

Event description:
A review of the article reported the following adverse event. In the junior group, one patient had hematuria, one patient had a fever, and one patient had both pneumothorax and a urinary tract infection (uti). In the senior group, two patients had urinary retention, two patients had a blood transfusion, one patient had sepsis, and one patient had both a blood transfusion and sepsis.